Event description:
It was reported that the user attempted to start a freestyle libre 3 plus (fsl3+) sensor in the ilet mobile app and received an alert indicating the sensor would not start on the user¿s app version; it was then identified that the user initially had a freestyle libre 3 (fsl3) sensor instead of the required fsl3+ sensor, and upon using an fsl3+ sensor on hand, the user successfully scanned and started a new sensor. No adverse clinical symptoms reported and no alarms. Outcomes included successful troubleshooting and education with resolution and no further assistance needed. User support included customer support review and user guidance on compatible sensor requirements. Investigation of this case revealed that the app functioned as designed by preventing use of an incompatible sensor and that using the correct fsl3+ sensor resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor with the ilet system.

Manufacturer narrative:
Initial.